Event description:
When surgeon put insert into baseplate, he was able to lock the insert without impacting. (He pushed it in with his finger). The surgeon used the impactor just to be sure the insert was down completely on the baseplate. After extending the knee and moving into flexion, the insert came loose from the anterior locking mechanism. The surgeon tried locking the same insert again, and it would not. Another insert was opened, and it worked fine. (New insert catalog no. 6642-1-209 lot code vbifa). There was no adverse consequence for the pt.